Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 309 mg/dl after changing the infusion set and cartridge, with insulin units available decreasing by approximately 20¿30 units while glucose continued to rise; the user was using a contact detach infusion set and received troubleshooting and education, including guidance to perform a full supply change due to a suspected infusion site issue. Symptoms included no reported clinical symptoms of hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the event was consistent with hyperglycemia potentially related to infusion site or delivery issues, though the exact cause remained unclear. It was concluded that the complaint could not be confirmed and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.